Manufacturer narrative:
Failure analysis conclusion: the device was received at csi for analysis with the guide wire not engaged in the device. There was some adhered biological material on the spring tip solder bond. Examination in the area of adhered material did not reveal any damage that would have contributed to the accumulation. The device was tested and operated as intended. There was no damage observed with the oad or driveshaft that would have contributed to the reported complaint. At the conclusion of the failure analysis investigation the reported perforation event was not confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Manufacturer narrative:
Additional information was requested from the site, but the information has not been provided. Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for use in a patient with severe coronary artery disease who had been turned down for coronary artery bypass graft. A guide wire was advanced into the left anterior descending artery (lad), which had a diameter of 2.75mm to 3.0mm in the mid segment and 2.5mm in the distal segment. A microcatheter and balloon could not be advanced into the lesion. The guide wire was removed, and a viperwire was used to regain position in the distal lad. Multiple low-speed atherectomy treatments were performed in the mid lad. Angiography was performed and revealed a vessel perforation had occurred. Three stents were deployed, and the patient became unstable. An impella and a temporary pacemaker were placed, and the patient stabilized. A CT surgeon was called, and a nurse practitioner intubated the patient. A pericardiocentesis could not be performed due to increasing size of the patient's abdomen. An intubation error was discovered; the endotracheal tube had perforated the esophagus, which caused bleeding and air in the stomach. An anesthesiologist was called in to re-position the tube. A gastroenterology physician was also called in and suspected a perforation in the trachea, which caused an esophageal tracheal fistula. The patient continued to have complications from the intubation errors. An echocardiogram was performed in the cath lab. Fluid (1.4cm) was observed in the pericardial sac. The patient expired after leaving the cath lab, and the family withdrew all life-saving measures.